Event description:
It was reported that during a gastrectomy procedure, the blade was broken off when it was wiped to clean with gauze outside the patient body. So no piece was left in the patient.. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer has alleged that lancet is protruding from the end cap of the lancing device, or that the lancet protrudes past the opening of a single use device. No adverse event reported. A request was made for the return of the product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.